Event description:
Customer reported that he received a button error alarm on his insulin pump. Customer stated that he was trying to deliver insulin when the buttons stopped working; he removed the battery and alarm still appeared on the screen. Blood glucose level 210 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and delivery tests. The insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.